Event description:
Surgicount was alarming that it had a low battery. Removed battery. Replaced it with a fully charged battery from docking station. The device would not turn back on. Attempted another battery from rooms 12 and 11; neither battery worked. Placed device on its docking station to see if it would trigger it to turn on and it did not.